Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection, and an electrical was performed following bwi procedures. Visual analysis revealed that the dome and one of the electrodes were squashed; no sharp edges or internal component exposure were observed. Also, a crack was observed in the surface of the pebax (near the squashed electrode). The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or errors were observed on the carto 3 screen. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The damage in the pebax and the electrode/dome damaged may have contributed to the noise failure reported; therefore, the customer complaint was confirmed. The potential cause could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. Regarding the pebax damaged, the instructions for use (IFU) states: "when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode... In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle." Regarding the noise, the IFU states the following recommendation: "the instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification." As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07)/ investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the damaged electrode. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the cracked pebax. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheterfor which biosense webster¿s product analysis lab (pal) identified damage in the pebax and electrode/dome areas. It was initially reported by the customer that had some strong noise on the catheter electrograms both in carto and the recording system. We tried to reconnect the cable and also changed to a new cable without any improvement. After exchanging the catheter for a new one, the error disappeared. There were no patient consequences. The customer's reported noise issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 22-may-2024, the bwi pal revealed that a visual inspection of the returned device found a crack in the pebax. In addition, the dome and one of the electrodes were squashed although there were no sharp edges or internal component exposed. These findings were reviewed and assessed the issue of a ¿crack¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.